Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event was determined to be a pocket fill by the nurse. Other medications were not provided and reported as not relevant. This was reported as not a device related event. The medical device was operating and continued to operate normally. The issue has been resolved. Nothing was explanted or revised. The pump was filled normally and patient is currently receiving normal therapy. The clinician has since left this position. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that there was a suspected pocket fill, and they reportedly may have injected 20 ml subcutaneously. An attempt was made to aspirate fluid from the patient¿s pump pocket, but they were unable to do so. No symptoms were noted at the time of the pocket fill. Troubleshooting options were discussed. Subsequently, it was noted that the patient was being transported to another hospital where more lioresal was available; the patient was not having any adverse symptoms at that time. The pump was being used to deliver lioresal 2000 ug/ml at 300 ug/d. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.